Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging a power issue with the one touch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient tests his blood glucose more than 4 times a day. He manages his diabetes via diabetic pills with diet and/or exercise. The patient indicated that the reported issue began the month prior at around 1 pm (est). During that time, the patient stated that the subject meter would not power on and he reportedly discarded the subject meter. The patient did not take any diabetic treatment actions following the reported issue. The patient's alleged symptoms of "sickness" started before the product issue and do not meet the criteria for serious injury. Approximately 4 days after the reported issue, that day, the patient reportedly was hospitalized and reportedly obtained a blood glucose reading of "600mg/dl" on the hospital's meter. The patient reportedly received insulin (unknown type and dose) as treatment. Based on the provided information, this complaint is being reported because after the reported issue, the patient allegedly obtained a reading of "600mg/dl" on the hospital's meter and was treated with insulin, which could be suggestive of a hyperglycemic event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.